Event description:
The rep reported the device was used during laparoscopic cholecystectomy. It was reported the 511s flapper valve gasket came off the trocar. The case completed using a leaking trocar. There was no consequence to the pt.